Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. During the 45-day follow-up transesophageal echo (tee), a non-mobile thrombus was seen on the face of the device. The thrombus appeared to have been more directed towards the limbus side of the appendage. The patient was prescribed eliquis 5mg twice a day but was cutting the dose in half and skipping days. The patient will be put on coumadin for two months then follow-up with another tee.